Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy for a self-terminating ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode, due to a committed shock. The device remains in use. No further patient complications have been reported as a result of this event.